Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, prior to the procedure, scrub nurse assembled the cartridge and then she tested the stapler, but it didn't move at all. The nurse changed the cartridge and the same issue occurred. The device is expected to be returned for evaluation.